Manufacturer narrative:
The returned lead was analyzed and the high capture allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection showed no conductor fractures. With all the available information, boston scientific concludes the reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing threshold. No additional adverse patient effects reported.